Event description:
In 2008, the sales representative reported that during surgery the cam would not turn and engage. Additional information received on 19 nov 2008 via telephone, the sales representative reported that during surgery the surgeon was attempting to implant the speedlink when the cam on the side would not turn and engage. The surgeon then removed the speedlink, took another speedlink and implanted it to finish the case. There was no surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.